Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have severe facial acne that became infected and nasal/throat irritation. The patient did report receiving medical intervention and was hospitalized. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected internal and external parts of the device and found white powder-like substance found outside of blower box, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, evidence of liquid ingress on blower and blower box, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 (v1). The device's event logs were downloaded and reviewed by manufacturer, found two error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 health effect- clinical code, type of investigation, investigation findings and investigation conclusions have been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused severe facial acne that became infected and nasal/throat irritation. The patient did report receiving medical intervention and was hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.